Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they believed it happened in (B)(6) 2023 going through security. They did not discover it was off until a few days later and checked it was off. I turned it back on. They issue was resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said either at christmas or in (B)(6) 2023, their stimulator got turned off when they went through airport security and they did not deliberately turn it off at all, pt said they noticed their symptoms came back, they looked and noticed it was off so they turned it back on. Pt said they told the rep about this issue, probably at their november 10th 2023 appointment. Pt also mentioned when they have turned therapy up it made them feel funny all over their body like a nervous thing and once they felt it too much they didn't increase any further then the feeling was gone. Pt said they don't have any caffein and drink diet coke with no caffein but nothing after 8pm.